Event description:
It was reported that during a breast biopsy procedure, although the device sampled tissue at the second and the third actuations at the sample mode, the device stopped taking tissue samples. The probe was cleaned at the "clear mode" many times, but no tissue came out. The alignment notch was rotated to collect the backside tissue, but the tissue could not be collected. A new probe was set, and the device could collect the tissue properly. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.